Event description:
Additional information state that patient remains in intensive care unit (ICU) as of (B)(6) 2020, waiting for heart transplant due to worsening of condition, that is not related to hm3. The ICU team took precautions related to the electro-static discharge (esd) and recommendations stated in the letter about this issue. Patient remains on the transplant waiting list.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was waiting in the intensive care unit (ICU) for a heart transplant due to right heart failure. When the physician was reviewing the history of the log files, he noticed the 0 rpm for in certain event that appeared in the monitor screen. It took some time for the doctor to notice because there was no alarm for the event and he didn't take a look in the events history when the event happened. Log file analysis revealed that it was an electro-static discharge (esd) case.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) , and the reported right heart failure (rhf) could not conclusively be established through this evaluation. Additionally, the evaluation of the submitted graphs of the log file data from (B)(6) revealed several pump stop events that appeared consistent with electrostatic discharge (esd). The submitted graph of the controller event log file contained data from on (B)(6) 2020. The file captured a total of three events where the pump speed momentarily decreased to 0 revolutions per minute (rpm) on (B)(6) 2020. The pump appeared to ramp up to the set speed without issue following the events. Based on previous complaint history, this pump stops appear consistent with esd events. The pump appeared to have functioned as intended. The account later communicated the patient continues to remain in the ICU awaiting a heart transplant, due to the worsening of the patient¿s condition, that was not related to the heartmate 3. The ICU team took the precautions related to the esd and recommendations were stated in the letter about this issue. The patient continues to remain on the waiting list. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2017 . The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. The IFU also explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.